Event description:
It was reported to philips that the system geometry movement were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned non-emergency general surgery was nearly completed when the machine malfunctioned. A philips field service engineer (fse) visited the site and observed that geometry movements were only partially available. Upon troubleshooting, it was identified geo io box failed to initiate the self-test and the gib indicator light was checked, and the tbl-sp indicator light was off, indicating that the patient bed was not receiving power. The fse analysed the system log file and found that the gib (geometry input-output box) board circuitry error for fsc power circuitry, confirming gib was faulty. The fse replaced gib. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as the issue occurred after completion of general surgery, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.